Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Not returned.

Event description:
The affiliate reported: disconnection of patient tubing line (connector ¿ tubing line - it should be unitized), the leakage of csf, second problem : it is not possible to drain(empty) csf from drip chamber to collection bag (during use on patient) on (B)(6) 2014 please be advised that this complaint was reported to codman complaints on (B)(6) 2014. The affiliate failed to inform the complaint department of this incident when it was initially reported to them on (B)(6) 2013. As a result, the complaint will be filed late. The affiliates have been notified of the importance of timely reporting. It is suspected that no sample will be returned for an evaluation as the affiliate is no longer employed with the company and the covering affiliate does not have any supporting information regarding this incident. This complaint will be closed.